Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the control bar was not in the correct position. The control bar was adjusted and the vespel and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device cut into patient to deep during surgery. There was patient impact as a laceration was noted. There was no delay reported. Due diligence is complete and there is no additional information available.

Event description:
It was reported that the device cut into patient to deep during surgery. There was patient impact. There was no delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.